Event description:
It was reported that the health care professional (hcp) requested a review of right ventricular automatic threshold (rvat) test for the patient with implantable cardioverter defibrillator (ICD) system. Technical services (ts) was consulted, discussed patient had been over programmed output as loss of capture (loc) was seen in a stored presenting electrogram (egm), with underlying rhythm marching through. Technical services (ts) recommended bringing the patient threshold test and lowering lower limit mode switch and let patient conduct. This ICD system remains in service. No adverse patient effects were reported.